Event description:
The customer called to report high blood glucose levels and bent cannulas. The customer was concerned because the insulin pump has not always given her the no delivery alarm when getting bent cannulas. Offered to conduct the high pressure test, but the customer did not want to damage the infusion set tubing as she is low on supplies. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.